Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the noisy image was due to a charge-coupled device failure, preventing the video function in addition, the following non-reportable malfunctions were found during the device evaluation: scope mount malfunctions. Dents and damage to the connector. Inundation of connectors. Olympus will continue to monitor field performance for this device.

Event description:
The reported issue occurred before us of an unknown procedure. The procedure was completed with an alternative device.

Event description:
The customer reported that his olympus hd autoclavable camera head was displaying a noisy image during use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. There was noise found in the image during testing. If additional information becomes available following the device evaluation, a supplemental report will be filed.